Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the trial head fractured off the trial broach and fell into the patient. The component was not retrieved. Additionally, a two hour delay in the procedure was caused. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.